Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2003, patient underwent following procedure: anterior cervical fusion by means of partial corpectomies, interbody cage placement and application of bmp of c5-6 with the use of the operating microscope. Pre-op and post-op diagnosis: cervical spondylosis and spinal cord compression of c5-6. As per op notes: ".. Surgeon screwed first on the right and then on the left, two 7 x 14 cages and slightly countersunk them. Again, irrigated the wound and then packed the cages with bmp.. No complications were reported.." The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.